Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin irritation that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016 into the arm. Patient described the irritation as burning, red, itchy and dark colored skin. Irritation was located underneath the sensor patch. Patient treated the affected area with non-prescription aloe vera. Additionally, patient reported that the irritation had resulted in scarring. No additional event or patient information was provided. The patient inserted the sensor into the arm. The dexcom g5 mobile cgm systerm user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.